Event description:
It was reported the patient's glucose levels rose to 400mg/dl. When the pod was removed from the infusion site (back), the site was red and swollen. The pod was worn between 4 and 24 hours. Upon investigation of the device, a tear was noted in the exposed portion of the soft cannula.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that could have contributed to the reported swelling and irritation at the infusion site. The cause of the reported swelling and irritation at the infusion site could not be determined. The exposed portion of the soft cannula was observed to be torn on the left side. A leak was observed due to this tear. The start of the external tear measured approximately 0.739 inches from the nailhead and the end of the external tear measured approximately 0.798 inches from the nailhead. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the cannula damage contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.4 hardware: iphone17.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.